Event description:
Alleged when a pt is in the bed and the pt positioning monitor (ppm) is set, the ppm will turn itself off after five minutes.

Manufacturer narrative:
The tech replaced the scale board to repair the bed.